Event description:
It was reported that upon successful snare retrieval of a vena cava filter, it was observed that one of the filter feet was no longer attached to the filter. The location of the detached foot could not be determined, as they could not be observed by imaging. The pt is asymptomatic and has been discharged.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. The device is in transit to the evaluation site. The event investigation is currently underway.